Manufacturer narrative:
Block h6:imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. The procedure was completed with the original device. Post procedure, when the scope was going through manual cleaning the technician pushed a scope brush through and the white sponge inside the biopsy cap came out of the scope channel. It is unknown if a water-soluble lubricant was applied on the biopsy cap prior to use.